Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose and insulin pump was not working and turned off, had blank display. The customer woke up with blood glucose 400's mg/dl and customer's blood glucose level was 130-140 mg/dl today. It also reported that the after battery change insulin pump turned on and shut's off since then it does not turned on. The customer will not return insulin pump for analysis.